Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that in a case where 2 pipelines were placed for va spiny aneurysms (the first distal had to be slipped and added), it is suspected that the 2mm aneurysm at batop was perforated with a pipeline tip coil when it was placed and re-sheathed during initial positioning for placement of the second pipeline. During treatment, the batop aneurysm was embolized with coil because it appeared to have perforated, it is unclear whether the image of the contrast study revealed a slight deviation in the road map and whether or not the perforation had occurred. No evaluation was possible because no obvious bleeding from rupture could be confirmed in the postoperative CT scan. Pipeline was successfully placed by positioning the distal from baaica after embolization of the batop aneurysm and overlapping with the first one. Resistance in the distal shaft occurred, but the pipeline was not stuck. The delivery pusher was not damaged. As for the first slip, it looked like it was anchored immediately after the pipeline was placed. The pta was conducted, and the slippage was confirmed when cbct was taken and the pipeline adhesion was confirmed. There are various possible causes, but the doctor's comment is that the cause is currently unknown. The pipeline was used for an indication that is approved and the device was prepared as indicated in the package insert. The catheter was flushed with heparin-added saline solution during the procedure. The patient was undergoing surgery for treatment of a spindle-shaped, unruptured aneurysm in the left va with a max diameter of 9mm and a 8.4mm neck diameter. Blood vessel at the landing zone was 2.66mm distally and 4.09mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment was administered, pru level was 200-230. Postoperative findings related to blood flow contrast showed no problems after surgery. Additional information was received. As for the first slip, it looked like it was anchored immediately after the pipeline was placed. The pta was conducted, and the slippage was confirmed when cbct was taken and the pipeline adhesion was confirmed. There are various possible causes, but the doctor's comment is that the cause is currently unknown. Additional information was received. It was clarified that there was no resistance. There was a slip down as to ped2-425-18/ b522978 (the 1st pipeline). There was a suspicion that a 2mm aneurysm in batop was perforated with a pipeline tip coilas to ped2-425-20/ b312736 (the 2nd pipeline). There was a pipeline slip that occurred with ped2-425-18 b522978 (the 1st pipeline). No symptoms in vitals in the patient.